Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal [2,000 mcg/ml] at a dose of 238 ¿mcg/ml¿ via an implantable pump for intractable spasticity. It was reported on (B)(6) 2018 that the patient started having an abrupt return of spasticity and did not report any other symptoms. The date of the event was asked but unknown. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. The hcp attempted to perform a catheter access port (cap) aspiration without success. The hcp then performed a catheter revision. It was related that upon assessment of the catheter connector with the collets, the hcp noted that they appeared to look as if they were ¿disassembling.¿ the hcp had difficulty with removing the pump connector piece and damaged it in the process. After cutting the pump segment, cerebrospinal fluid (csf) flow was noted. The hcp then replaced the pump segment of the catheter, attached to the old spinal segment and was able to aspirate from the cap. The partially explanted pump segment of the catheter would be returned by the manufacturer's representative. The pump was programmed per the hcp orders. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ the patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that between leaving the operating room and getting to the rep's car, the catheter piece got lost. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2018-jan-03. It was reported that the correct units for the dose previously reported ("238 mcg/ml") was correct and that this had been confirmed. No further complications were reported or anticipated.